Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue first began at 10.30 pm on (B)(6) 2018, alleging she obtained an inaccurate high blood glucose readings of ¿370 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with insulin self-adjuster, and that she made no changes to her normal diabetes management regimen. The patient reported that around 3 hours 30 after the alleged meter issue began, at 1.30 am, she developed symptoms of ¿shaky, rapid heartbeat, fear and seizure¿. The patient stated that she self-treated the symptoms by consuming 4 oz orange juice. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.